Manufacturer narrative:
(B)(4). The associated complaint devices were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the sterilization records revealed the product was sterilized according to sterilization release documentation from quality control. An investigation performed by our clinical medical team noted a review of the x-ray photos dated (B)(6) 2016 confirm the non-union and reported re-fracture of the greater trochanter with mild stem subsidence. Patient¿s medical history, reports of traumatic event or other pre-disposing fractures resulting in the peri-prosthetic fracture were not provided. Additionally, microbiology and pathology results were not available to confirm the suspected infection. The explanted devices from the first revision surgery and op reports from the primary, first revision, nor 1st stage revision were not provided for consideration in the medical assessment. However, the surgeon typed notes, and 3 x-ray photos provided were reviewed and included in the assessment. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a first stage revision washout procedure was performed due to infection. Full revision of implants is planned in six weeks.

Event description:
No implants removed.